Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. Medical records do not contain progress notes, dialysis treatment records, physician orders, medication records or a history and physical for review. Medical records do not reveal the source of the peritonitis. Medical records do not conclusive diagnose patient with peritonitis. There is no documentation in the medical records that indicates a causal relationship between the patient's liberty cycler and the patient's elevated wbc in the peritoneal fluid.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2015. The patient had disconnected from therapy to use the bathroom in the middle of the night, and broke sterile technique. The patient was treated with ceflazone for two weeks. The patient's wbc's were elevated however her cultures came back as showing no growth (cultures were done after starting antibiotics). The patient completed her two week course of antibiotics even though the culture report showed no growth. The patient underwent retaining on sterile technique, and now uses a commode so she does not have to disconnect to use the bathroom. Medical records reveal patient had a peritoneal dialysis fluid culture with no growth, but the wbc's were elevated.